Event description:
Reporter indicated that pt experienced two fainting spells in one day approximately one week after device implant surgery. Shortly after, the pt was admitted to the hospital for two weeks because of the fainting spells. Cardiologist reportedly believes that the vns therapy system is causing the pt's fainting spells. Cardiologist programmed the pt's device to off and the pt's family member wants to have the device explanted.